Event description:
The customer reported that he is on manual injections per a health care professional instructions. The customer stated that the insulin pump alarmed no delivery during a bolus and basal delivery. Troubleshooting was performed. Instructed customer to ran a fixed prime test using a new infusion set and reservoir and passed. The customer stated that most likely the infusion set or the reservoir were occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.